Event description:
Customer stated the device was returned to the customer for "not enough flow to the patient". Once received by the homecare dealer, they were unable to get through testing because the turbine would not power up.